Manufacturer narrative:
For the reported event, a ge healthcare representative performed a checkout of the unit and confirmed the reported event. The flow sensor was replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9002-000 anesthesia gas machine experienced a flow sensor error resulting from a flow sensor with a stuck open membrane. This report was from a single source. This event did not involve a patient.